Manufacturer narrative:
A valid manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She indicated the event happened with four tampons. She was able to remove the remaining pieces. She did not seek medical assistance, and has no plans to do so. Consumer reported she was fine, no further follow ups are tasked.

Manufacturer narrative:
Brand name: updated from click to sleek additional device information - model # : removed regular. Additional device information - UDI # - (B)(4). Additional device information - lot # - added nn804313b. Premarket identification - updated from k113036 to k112635. Additional information: additional device information - lot # - added nn804313b. Device manufacture date: added feb 12, 2018. (B)(4). The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.